Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 72 mg/dl. The insulin pump was not dropped or bumped and showed no signs of physical damage. The insulin pump may have been exposed to sweat. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. After cleaning the battery cap and inserting a new battery, the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.